Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia before dinner while using the ilet with humalog, describing automated insulin delivery continuing during this time and choosing not to announce dinner meals; the user treated lows with oral carbohydrates and reported a lowest glucose of 62 mg/dl without symptoms or need for assistance, and troubleshooting and education were provided with referral to a clinical diabetes specialist. Symptoms included asymptomatic hypoglycemia. Outcomes included recovery after ingestion of oral glucose without medical intervention or hospitalization. Investigation included review of usage history elements and patient interview regarding recent activities, settings, insulin type, infusion events, and cgm interactions. Investigation of this case revealed an unclear cause of hypoglycemia with no reported alarms or device malfunctions identified, and no contributory changes to targets, weight settings, or recent calibration discrepancies reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.